Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.25mmx26mm, concentric, de novo target lesion with a significant bend of >= 90 degrees was located in the severely tortuous and mildly calcified right coronary artery. The lesion was pre-dilated with a 2xmm9 non-boston scientific balloon and a 28 x 2.25 promus elite drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the proximal section of the stent were found to be lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.